Event description:
A customer reported that their pump battery would not charge, despite attempts to charge it using a tandem charging cable and various wall outlets. There was no adverse impact to the customer's blood glucose level, though specifics were unavailable as the caller declined to provide them. Technical support instructed the customer to try alternative charging methods, including different wall adapters and a cable, but these attempts did not resolve the issue. Consequently, technical support decided to replace the pump. The customer was informed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The caller was instructed to put the pump into storage mode before returning it using a pre-paid label, which the caller understood and acknowledged.